Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02638. It was reported the patient's stimulation changed and was inconsistent. It was also reported the patient's stimulation was strong when the she lays down; however, the patient feels very little stimulation when standing. The patient also experienced rib stimulation. X-rays did not reveal any anomalies. Reprogramming was unable to resolve the issue. Diagnostic testing showed normal impedance readings. Regardless, the patient underwent surgical intervention where her leads were explanted and replaced with a single model 3228 lead. Effective stimulation was restored postoperative.